Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted a crack on the exterior of the device case. It was determined that therapy was not available while the device was implanted. Residual gas analysis demonstrated a high percentage of water content within the device case. Analysis concluded this hermetically sealed device case became compromised due to a crack in the device case, likely due to cyclic fatigue, which allowed bodily fluid to enter the interior of the device. The presence of conductive body fluid contacting the devices electronic circuitry caused device interrogation issue, a sudden increase in power consumption that resulted in the clinically-observed premature battery depletion.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated during a routine follow-up. Several attempts were made using the programmer wand. A magnet was placed over the device to see if the device was functioning or not, and no beep tone was heard. Two stacked magnets were then placed on top of the device and again no beep tones could be heard. As there was no functioning of this device, boston scientific technical services questioned if the patient had gotten an MRI recently that could have damaged the beeper or could have deactivated the beeper but he healthcare professional indicated that an MRI had not been performed on this patient. Boston scientific technical services consultant advised to consider emergent device replacement to ensure patient was protected. The patient was admitted into the hospital during the weekend. On (B)(6) 2023, attempts were made to interrogate this device but was not successful. The plan is to explant and replace this device tomorrow. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This s-ICD was returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated during a routine follow-up. Several attempts were made using the programmer wand. A magnet was placed over the device to see if the device was functioning or not, and no beep tone was heard. Two stacked magnets were then placed on top of the device and again no beep tones could be heard. As there was no functioning of this device, boston scientific technical services questioned if the patient had gotten an MRI recently that could have damaged the beeper or could have deactivated the beeper but he healthcare professional indicated that an MRI had not been performed on this patient. Boston scientific technical services consultant advised to consider emergent device replacement to ensure patient was protected. The patient was admitted into the hospital during the weekend. On (B)(6) 2023, attempts were made to interrogate this device but was not successful. The plan is to explant and replace this device tomorrow. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This s-ICD will return for analysis.